Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, there was one (1) tube with a plastic protrusion on the inside of the tube. This caused the sample aspiration to error, but no adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes, there was one (1) tube with a plastic protrusion on the inside of the tube. This caused the sample aspiration to error, but no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos showcased a tube defect. Upon visual inspection of 100 retained samples, no tube defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.